Manufacturer narrative:
The reported event occurred on a star instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. No product issues were identified during the batch trend analysis, complaint history review, product release, or stability review. The investigation noted that samples generating titers near the limit of detection (lod) of the assay could not be ruled out as a contributing factor to the observed discrepancies. Further testing on the architect platform generated non-reactive results for both samples. The blood donations associated with the reported samples were discarded and not released. A definitive root cause for the reported discrepancies could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results for two patient samples tested with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the star instrument with accessories. For the first sample (ID (B)(6), testing was conducted on (B)(6) 2020 in a pool of 1 (pp1) using the s201 mpx assay, which generated a non-reactive result. Serology testing on the cobas e 801 analyzer, performed between (B)(6) 2019 and (B)(6) 2020, generated a reactive hiv antigen result. A subsequent serology test on the cobas e 801 analyzer on (B)(6) 2020 also generated a reactive hiv antigen result. The same sample draw was tested on (B)(6) 2020 using the s201 mpx assay in a pool of 6 (pp6), which generated a non-reactive result. For the second sample (ID (B)(6), additional nucleic acid testing (nat) was performed on the architect platform at the laboratorio nacional de hiv in mexico on (B)(6) 2020, which generated non-reactive results. Both blood donations were discarded and not released.